Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining reproducible, higher than expected thyroid stimulating hormone (tsh) results above the normal reference range for one (1) patient generated by the unicel dxi 800 access immunoassay system used in conjunction with access hypersensitive tsh reagent (lot # 170146). The sample was retested on an alternate methodology and produced a lower, discordant result below the normal reference range. The erroneous result was reported out of the laboratory. Due to the elevated tsh results the clinician increased the patient's levothyroxine dosage from 25 ng/ml to 125 ng/ml over time.

Manufacturer narrative:
Per the customer supplied data, the customer's tsh qc has been performing with the laboratory's established ranges. The customer supplied tsh calibration curve from (B)(6) 2012 was also within acceptable range. The customer also supplied a routine system check that was performed on (B)(6) 2012 which passed within instrument specifications. No sample collection or preparation information was supplied. The customer is not questioning any other patient sample results or assays. Customer sent the patient sample to customer product line support (cpls) for additional testing. Heterophile testing performed by cpls demonstrated the presence of interfering substances. Heterophile antibodies interaction is well known by all manufacturers. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. The root cause for this event is identified as patient-source interferent.